Event description:
It was reported that a lead warning was triggered due to high impedance on the right ventricular (rv) lead. The lead also exhibited oversensing and ventricular high rate episodes that were noise. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4460 boston scientific competitor lead, implanted (B)(6) 2000. (B)(4).